Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a pedicle screw would not accept the set screw during surgery. The pedicle screw was removed from the patient, reviewed, and found to have damaged threads on one side of the tulip. The procedure was completed using an alternative screw. There were no reports of patient injury associated with this event.